Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Reportedly, he faced 6 bent cannulas. Reportedly, he tired to treat it with multiple dose injection but on (B)(6) 2020, the patient went to the emergency room, where he received insulin as corrective treatment. His highest blood glucose level was over 500 mg/dl, but he did not know an exact level and had traces of ketones. After staying for 8 hours in the emergency room, the patient was admitted to the hospital due to diabetic ketoacidosis, where he received oral medication, blood draws and heart catheter which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, patient reported that two of his infusion sets fell off. It was stated that his blood glucose level were between 370-480 mg/dl for 7 events and over 550 mg/dl for one event. He did not notice any damage to the infusion sets when the package was first opened and the infusion set was used for less than two days. Therefore, the infusion set was replaced, and insulin resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.